Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the 1st obtuse marginal and cx. Approximately 5.5 months post procedure patient suffered subarachnoid bleeding secondary to rupture of right internal carotid artery aneurysm. Event was treated with embolization of the aneurysm. Patient died non-cardiac death. Investigator assessed the event as not related to the index device and possibly related to the anti-platelet medication.

Manufacturer narrative:
This was a neurological event related to stroke. Treatment also included positioning of an external ventricular derivation, however this led to death. Cec adjudicated the bleeding complication as barc type 5b and commented that this was a cerebral bleed leading to death. If information is provided in the future, a supplemental report will be issued.